Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the physician placed two leads for a trial procedure. The pt reported pain in post-op. The physician pulled the leads down and the pain is resolving. Note the pt implanted two leads with the same lot number.